Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of constant air in line alarms through the history log, but could not reproduce it. The alarms were caused by low sensor readings on the ultrasonic sensor. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump had a constant air in line alarm. It was also reported that there was no pt injury.